Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2013, the pt received a replacement lead (reference MFR. Report#: 1627487-2013-06714 and 1627487-2013-06715). It was reported the pt went to the hospital six days post-op due to experiencing swelling/pain at the lead site. On (B)(6) 2013, the pt was released from the hospital. Swelling/pain at the lead site resolved over time.